Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging with headache and states filters are dirty. Medical intervention was not specified. The device was returned to the manufacturer's product investigation laboratory for investigation. During the evaluation presence of sound abatement degradation was confirmed using a fitt (foam integrity test tool). Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. See ER 2244873 (v1) for the procedure used to make this determination. Initiated therapy which generated airflow. During the investigation technician observed 0 errors logged. Pil retrieved the error log. There was 1 instance of reboot error. Slight black contamination at the blower seal of the blower box is consistent with the keratin contamination observed in ER 2243857 (v1). For the purposes of this investigation, this error will be considered irrelevant. Pil can confirm the presence the dust/dirt contamination on the flip lid locking mechanism, outside of the blower box, outlet iso port of the humidifier, and on the air inlet of the motor was inconsistent with degraded sound abatement foam contamination. The presence of contamination within the airpath, suggests a source external to the device. Pil is unable to address the symptoms described. Pil can confirm the presence of contamination in the airpath.